Manufacturer narrative:
Device evaluated by MFR: one rechargeable battery pack was returned for analysis. The reported "battery will not fully charge, it only accepts 50%" issue was verified. The battery lot number (00003990718a) was charged until the green led lit and then installed it into a test unit. The battery was found to be only 75% charged. The reported issue was confirmed.

Event description:
Information was received that during use of this smiths medical cadd accessories(battery), the battery did not get fully charged. It was reported that the battery only accepted 50% charge. No patient consequences were reported. No adverse effects were reported.